Event description:
A pt serum specimen containing previously identified anti-d and anti-c antibodies tested antibody screen negative with the abs2000. After testing the pt on the abs2000, the customer tested the pt specimen manually using capture-r ready- screen I and ii, lot x142. Cell I reacted 4+ cell ii reacted 3+. The customer also tested the specimen using capture-r ready-ID, lot #id072. The specimen reacted 4+ with cells 1-5 and 13. No med action was taken based on the results.

Manufacturer narrative:
Customer reported the instrument was properly aligned and the instrument error log did not reveal any corresponding errors. The returned pt specimen tested antibody screen negative on an in-house abs2000 using retention capture-r ready-screen(4) (crrs (4) ), lot g136. The presence of the d and c antigens were confirmed on retention crrs(4), lot g136. Manual testing of the specimen using retention crrs (4), lot g136 using capture r ready indicator red cells, lot 22187, same lot as used on the abs2000, was performed. Call I was positive, cells ii, iii and IV were negative. The specimen was tested with manual tube method using panoscreen and immuadd and peg as potentiators. Very weak reactivity was observed only with cell I using peg; testing with immuadd was negative. This event appears related to the nature of the specimen. No medical actions were taken based on the results. The potential for transfusion of incompatible blood exists.